Manufacturer narrative:
Reference record (B)(4). This case was received from ema on 05 mar 2021 (ref. Number es-amneal pharmaceuticals-2021-amrx-00655), via literature source. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcers and bezoars/phytobezoars are known complications of a j- tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient under duodopa therapy using a peg-j for two years had experienced worsening abdominal pain, with tenderness in the upper part and rebound signs of a five-day duration. A computed tomography (CT) scan revealed migration of the inner bumper into the duodenum and duodenojejunitis. A small portion of the jejunal probe was buried into the duodenal wall very close to its external layer, with no perforation. An urgent upper endoscopy was performed that revealed a longitudinal duodenal ulceration and the probe was found to be buried under the mucosa at the end. The probe was removed with careful but strong pulling from its external segment and a phytobezoar was found at the tip of the probe. Surgical intervention was avoided and the patient was sent home.